Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units touch panel is frozen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) touch panel freeze. Getinge field service engineer (fse) evaluated the unit ordered lcd touch display.1-5-23 replaced lcd touchscreen display (d160-00-0123). A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. Biomed control # 72-10805. The patient involvement is unknown. The equipment was cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Was not able to calibrate the touchscreen. The touchscreen failed testing. Retaining the touchscreen in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.